Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was programmed boluses and monitored. All boluses delivered completely and were properly recorded in the bolus history screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received bolus stopped alarm. Customer¿s blood glucose level was 350 mg/dl. Customer stated that the alarm occurred was seven times. Customer was declined to troubleshoot for high blood glucose level. Customer was treated with syringe. Customer was advised to the insulin pump will need to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.